Event description:
"Nurse actually took out this 4f double lumen bard sv power PICC in a pt. No one could figure out why the site kept bleeding; then the nurse noticed the crack. Thus the line was dc'd. I believe." Update from facility: "there is no indication as to where the leak was. I see remnants of tape but likely to identify meds, etc."

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyc1839 showed no other similar product complaint (s) from this lot number.